Event description:
Ventilator began alarming, indicating "technical failure of expiratory cassette." Vital signs remained stable and adequate pressures and tidal volumes were viewed on the ventilator screen. Patient removed from ventilator and hand bagged by nurse while respiratory therapist restarted ventilator and ran the pre-set up check again. Ventilator failed check during flow sensor test. Ventilator removed from bedside and new ventilator set up and attached to patient. Vital signs remained stable throughout the process. No harm to patient.